Manufacturer narrative:
The investigation was started but is not yet concluded. A follow-up report will be sent as soon as the investigation is closed.

Event description:
The customer has carried out the running test before they involved a patient. The device was immediately involved with a patient because the customer has seen the respiratory arrest on the patient before use of the device. However, the device posted pressure sensor inop. After they involved the device with the patient. After that there was a patient death reported.

Manufacturer narrative:
The dispatched fse could not duplicate the issue on-site and could not determine any technical error condition. The complete pressure sensor unit was replaced as a precaution and returned to manufacturer. During an in-depth test in the laboratory the module exhibited no malfunctions. The reported issue of airway pressure measurement errors could be confirmed by means of log file analysis. The savina is equipped with two redundant airway pressure sensors. These are calibrated automatically during operation at defined intervals. If the deviation in both readings exceeds a certain limit, the higher value is used in further calculations of values derived from airway pressure and the device continues to ventilate. A correlation to a sporadic malfunction of one of the zeroing valves would be a reasonable explanation as this malfunction only exhibits during calibration in a running ventilation episode and can't be detected during pre-use check. The device has responded to this error condition as specified and posted the corresponding alarms. By replacing the whole pressure sensor unit is ensured that this potential root cause could not affect the device again. Based on the level of available information can't be excluded with certainty that the device was a contributing factor in the patient death. It is however seen very unlikely based on the following facts: the patient had already stopped breathing before being connected to the device. Furthermore, there's no indication that the device stopped to ventilate during the course of event - neither in the user's report nor in the log files. Airway pressure sensor malfunctions will be compensated by the safety concept and do not lead to interrupts in ventilation. Hence, it can be concluded that the device has ventilated as set.

Event description:
Please refer to initial MFR. Report #9611500-2016-00226.